Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main control switch would not allow joule selections above 150 joules. The complainant indicated that there was no pt involvement in the reported failure.